Event description:
It was reported the study patient (B)(6) has an issue of fecal incontinence within an hour and half of turning on the scs system. Reprogramming was tried. The physician is monitoring the patient, and there is no plan to explant or revise the patient's system at this time. The physician has referred the patient to an incontinence specialist.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.